Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5971x. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Very experienced. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white, plastic washer confirmed? Unknown. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Followed up IFU. What is the current status of the patient? Stable and in hospital now.

Event description:
It was reported that during a gastric resection procedure, could not remove device. During the laparoscopic radical resection of gastric cardia cancer, after fired, could not remove the device, changed to open surgery, used scalpel to cut the tissue and remove the device. The surgery delayed about two hours. The patient is stable and in the hospital now.